Event description:
Territorial business manager alleges one of the casters stem bolt is bent on a 9805p hydraulic lift. Patient was being transported to bed from wheelchair. When the caster bent in, the caregiver shifted the patient¿s weight to the left side causing the leg to bend and user to almost fall out.